Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). A chest x-ray was done and revealed this lead was dislodged. The physician has not yet determined if a lead revision or explant will be done. This lead remains in service. No adverse patient effects were reported.